Manufacturer narrative:
The pod was received with the needle mechanism partially deployed. Slide insert was not seen through the top housing viewing window. Formed needle was found protruding past the bottom housing window. Soft cannula and linkage assembly were found partially deployed from external view. After opening the top housing of the pod, the linkage assembly did not retract back into the pod. Inspection of the needle mechanism assembly found the linkage rivet to be damaged. This caused the needle mechanism failure to fully deploy the soft cannula and the reported needle mechanism failure to fully retract the needle. The damaged linkage rivet led to the failure to fully retract the formed needle and contributed to the reported pain during insertion at the pod infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. Patient had pain at the insertion site. Blood glucose levels reached 300 mg/dl.